Event description:
It was reported that the implantable neurostimulator (ins) was dead and didn¿t work anymore. The patient didn¿t know which year it stopped working. It had been over five years since it worked and it needed to be replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. Product ID: 389133, lot# j0235568v, implanted: 2003-(B)(6), product type: lead. Product ID: 7435, serial# (B)(4), implanted: 2003-(B)(6), product type: programmer, patient. (B)(4).